Event description:
The customer reported the compella bed was not inflating, and the patient developed a pressure sore overnight. No additional information was provided at the time of the initial report. The bed was located at the account. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The customer reported the compella bed was not inflating, and the patient developed a pressure sore overnight. No additional information was provided at the time of the initial report. The following additional information was obtained from the reporter. The patient is a 41-year-old overweight male who was admitted with respiratory issues, fever, and shortness of breath (sob). The patient has no history of pressure ulcers, and his skin was clear at the time of admission to the hospital. The compella bed was not inflating properly over a 24-hour period and per the customer, did not provide an alert or alarm. The patient developed a deep tissue injury (dti) on his buttocks and wound care has been managing the injury. Treatment details were unknown, and the injury has not improved. The patient remains on a compella bed and the bed is working properly. No additional information was provided. The compella¿ bariatric bed system is intended to provide patient support in health care environments and may be used in a variety of settings including, but not limited to, acute care, including critical care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). It is capable of being used with a broad patient population as determined appropriate by the caregiver or institution and is intended for patients between 113 kg and 454 kg (250 lb and 1000 lb). Development of pressure ulcers is multifactorial and cannot be only attributed to performance of the surface. Risk factors include protein-calorie malnutrition, microclimate (skin wetness caused by sweating or incontinence), diseases that reduce blood flow to the skin, such as arteriosclerosis, or diseases that reduce the sensation in the skin, such as paralysis or neuropathy. Position changes are key to pressure sore prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. The hillrom service technician inspected the bed and noted the blower was alarming check pressures. It was determined the bladder turn assist nozzle was loose, causing the mattress to deflate. The air hose was reconnected and the bed was swapped. A deep tissue injury is an injury to the soft tissue under the skin due to pressure and is usually over boney prominence. Deep tissue pressure injuries often require medical intervention to preclude permanent impairment and therefore meets the definition of a serious injury. The bed operated as intended and provided appropriate notification to the user; therefore, the reported event can be attributed to misuse of the device. This complaint has been deemed reportable. Based on this information, no further action is required.